Event description:
Hamilton Medial AG received the following complaint description (summary):It was reported that the ventilator displayed "No oxygen" / "oxygen supply failed" alarms during oxygen source switching. It was further reported that patient desaturation occurred and that therapy was continued using alternative oxygen therapy after the HAMILTON-C1 was exchanged.The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton Medical AG ref. nr: (b)(4); Investigation is ongoing.